Event description:
The customer tested his blood glucose using his breeze2 and contour meters. Breeze2 read 183 mg/dl and contour read 95 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer performed control tests during the call using his breeze2 system and the results fell within the normal control range. No product will be returned. The breeze2 meter was replaced at the customer's insistence.